Event description:
Additional information received from the manufacturer representative. It was reported that the hcp had requested the pump to be turned off. The representative turned the pump off. It was noted that the hcp was going to follow up with oral medications. It was unknown what the cause of the overdose after refill was due to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect information received on 2017-jan-27. Device code replaced to accurately reflect the report that the patient's overdose was the result of an error in giving the patient the incorrect baclofen concentration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-27 from the patient¿s healthcare provider (hcp). It was reported that a work-up was performed at the hospital to evaluated the other possible causes for the patient¿s altered mental status. The patient¿s intrathecal baclofen was placed at minimum rate and the concentration of the baclofen was changed from 2000 to 500 mcg/ml. The patient¿s overdose was the result of an error in which they were given a higher concentration of baclofen. The hcp noted that the pump was not turned off, but the patient¿s overdose was resolved.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 500 mcg/ml of baclofen at 300 mcg/day via an implantable pump by flex dosing for intractable spasticity and familial spastic paraparesis. On (B)(6) 2017, it was reported that the morning after a refill, (B)(6) 2017, the patient was experiencing symptoms of overdose, loss of consciousness, was incoherent, and was unable to speak or respond. The follow-up doctor¿s information was unknown.